Manufacturer narrative:
All available information indicates that the device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that at a post implant check a loss of capture on this defibrillation lead was noted. Sensing and impedances measurements were normal. It was discovered that this lead had perforated the patient's anatomy. The patient complained of pleuritic pain but had no further symptoms. This patient does not require pacing, however, the physician elected to revise the lead.